Event description:
It was reported that the pacemaker exhibited premature battery depletion and the pacemaker's base rate was set to 60 but was pacing at 55. The pacemaker was explanted and replaced.

Event description:
New information notes that the patient was stable before, during, and after the explant procedure.